Manufacturer narrative:
Siemens filed MDR 1219913-2019-00159 for an elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160 was filed for an elevated result on the atellica im ca 19-9 assay on a sample from the same patient. Supplemental reports were filed on october 7, 2019 with additional information. October 29, 2019 - additional information: siemens received the following information from the customer. The customer initially tested the redraw of the sample at a 1/100 dilution. This dilution could be too large a dilution. Siemens recommended that the redraw of the sample be tested neat, diluted 1/2,1/4 and 1/8 and to test on an alternate method. Siemens is working with the customer to determine if the sample has heterophilic interference or human anti-mouse antibodies. The customer performed additional dilution studies with the advia centaur xpt and the atellica im and an alternate method. It is unknown which of these samples are from the original patient. Alternate method advia centaur xpt atellica im neat 1/2, 1/4, 1/8 , neat neat 1/2 1/4, 1/8, sid (B)(6) 200, 268 , 258.4, 269.6, 523, 483.26, 540.88, 498.56. (B)(6) 23.1, 26, 23.8, 25.84, 47.41, 56.76 , 67.36, 79.2. (B)(6) 6.76, 2.77, <2 , <2, 196.09, 101.71, 94.48, 103.4, 116.24. Repeat (B)(6) 6.53, 195.52 , 104.84. 2nd repeat (B)(6) 205.73. Siemens continues to investigate. MDR 1219913-2019-00159, MDR 1219913-2019-00159 supplemental 1 and MDR 1219913-2019-00159 supplemental 2 are filed for the elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160, MDR 1219913-2019-00160 supplemental 1 and MDR 1219913-2019-00160 supplemental 2 are filed for the elevated result on the atellica im ca 19-9 assay.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating and has requested additional information from the customer. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: warning "do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." MDR 1219913-2019-00159 is filed for the elevated result on the advia centaur xp ca 19-9 assay and this report is filed for the elevated result on the atellica im ca 19-9 assay.

Event description:
The customer observed an elevated ca 19-9 result on the advia centaur xp system that was questioned by the physician. The sample was diluted 1:100 and the result was elevated as well. An ultrasound was performed and the results were negative. Another sample was drawn from the same patient and tested on the atellica im ca 19-9 assay and the result was elevated. As well. The sample was also tested on an alternate method and the result was lower. There are no reports that treatment was altered or prescribed due to the elevated advia centaur xp ca 19-9 result. MDR 1219913-2019-00159 is filed for the elevated result on the advia centaur xp ca 19-9 assay and this report was filed for the elevated result on the atellica im ca 19-9 assay.

Manufacturer narrative:
Siemens filed MDR 1219913-2019-00159 for an elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160 was filed for an elevated result on the atellica im ca 19-9 assay on a sample from the same patient. Supplemental reports were filed on october 7, 2019 and november 15, 2019 with additional information. December 9, 2019 - additional information: siemens reviewed the information provided by the customer and communicated to the customer that there is method to method variation for ca 19-9 immunoassays. The analyte is very heterogeneous in molecular weight (a few 100,000 to more than 5,000,000), epitope distribution and the microenvironment of the binding sites are unknown and probably very heterogenous as well. Calibrator antigen may differ from patient's antigen and the antigen may differ from patient to patient. As a consequence, small differences in assay format, antibody conjugation, ph and ionic strength have large effects on relative recovery. For this reason, results between methods are not interchangeable. The difference in results between methods provided previously for samples 4035 and 9230, are typical. The difference for sample 2046 is a little larger than usual but even differences of this magnitude are not uncommon. It is recommended that the samples be checked for nsb. Siemens is working with the customer to test the sample for possible heterophilic antibody (hama ) interference. Siemens continues to investigate. MDR 1219913-2019-00159, MDR 1219913-2019-00159 supplemental 1, MDR 1219913-2019-00159 supplemental 2, and MDR 1219913-2019-00159 supplemental 3 are filed for the elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160, MDR 1219913-2019-00160 supplemental 1, MDR 1219913-2019-00160 supplemental 2 and MDR 1219913-2019-00160 supplemental 3 are filed for the elevated result on the atellica im ca 19-9 assay.

Manufacturer narrative:
Siemens filed MDR 1219913-2019-00159 for an elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160 was filed for an elevated result on the atellica im ca 19-9 assay on a sample from the same patient. Supplemental reports were filed on october 7, 2019, november 15, 2019 and january 3, 2020 with additional information. January 10, 2020 - additional information: the initial issue was reported as advia centaur xpt ca19-9 patient sample results were abnormally high. Results on the atellica im ca 19-9 assay were elevated as well for the same patient. Siemens cannot definitively determine the cause of these discrepant results. Contributing factors such as sample integrity or preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instruments and reagents were performing acceptably. There is a possibility that this represents a heterophilic (hama) interference which can occur in any immunoassay despite the presence of blocker substances (mouse serum and bgg in the advia centaur ca19-9 and atellica im ca 19-9 assays). Siemens received the response that heterophilic blocking tubes are not available, and no further testing can be conducted. A potential product issue has not been identified. The customer is operational. MDR 1219913-2019-00159, MDR 1219913-2019-00159 supplemental 1, MDR 1219913-2019-00159 supplemental 2, MDR 1219913-2019-00159 supplemental 3 and MDR 1219913-2019-00159 supplemental 4 are filed for the elevated result on the advia centaur xp ca 19-9 assay and MDR 1219913-2019-00160, MDR 1219913-2019-00160 supplemental 1, MDR 1219913-2019-00160 supplemental 2, MDR 1219913-2019-00160 supplemental 3 and MDR 1219913-2019-00160 supplemental 4 are filed for the elevated result on the atellica im ca 19-9 assay.

Manufacturer narrative:
Siemens filed MDR 1219913-2019-00159 for an elevated result on the advia centaur xp ca 19-9 assay and MDR was filed for an elevated result on the atellica im ca 19-9 assay on a sample from the same patient. September 13, 2019, additional information: siemens received the following clarification of information from the customer regarding the dates the samples were drawn and the results obtained: on (B)(6) 2019 08:12, 700 u/ml advia centaur xp, on (B)(6) 2019 10:56, after 1/100 dilution, 664 u/ml advia centaur xp. After the physician obtained results from an ultrasound and a biopsy, a second sample was drawn. On (B)(6) 2019 18:22, 700 u/ml advia centaur xp, on (B)(6) 2019 07:13, reference lab on atellica im: 700 u/ml alternate method 16.10, u/ml. The same bd vacuum serum tube was used for the testing on the advia centaur xp, atellica im and the alternate method. Siemens continues to investigate. MDR 1219913-2019-00159 and MDR 1219913-2019-00159 supplemental 1 are filed for the elevated result on the advia centaur xp ca 19-9 assay and MDR supplemental 1 are filed for the elevated result on the atellica im ca 19-9 assay.